Event description:
It was reported by the customer contact that the end user tipped on her scooter. The end user states that she believes the seat may have changed as her feet no longer rest on the foot plate. The end user stated she suffered some minor abrasions that did not require medical interventions. No additional information at this time.